Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Unknown head. Unknown cpt stem. Foreign report source: (B)(6). The reported event was identified during review of a journal article parker, m. J., & cawley, s. (2019). Treatment of the displaced intracapsular fracture for the ¿fitter¿ elderly patients: a randomised trial of total hip arthroplasty versus hemiarthroplasty for 105 patients. Injury, 50(11), 2009-2013. Doi:10.1016/j.injury.2019.09.018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02447. 0001822565 - 2020 - 02451. 0001822565 - 2020 - 02455.

Event description:
It was reported in a journal article that one patient within the thr group experienced a hematoma post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.